Manufacturer narrative:
Analysis of the cart 9733856 s7 staff assembled 110v (serial #: (B)(4)) found insufficient information, as it passed the work order. Analysis of the software (B)(4) universal ithr s7 (unknown serial/lot #) found insufficient information. Unable to determine probable cause without further information since the behavior cannot be replicated per (B)(4). This case may be re-opened if additional information is received. Product event summary #s7 localizer not connected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the site emailed a medtronic representative stating "the localizer is not connected. Imageless hip cannot be used without a localizer connected." No patient was present at the time of the event.